Event description:
In 2006, the lay user/patient contacted lifescan alleging that his one touch ultra was reading inaccurately high compared to his feelings/normal readings. The medical affairs specialist spoke with the patient on five days later, to obtain/verify the following information. The patient test at least 6 times a day and takes generally 40 units of "humalog" twice a day but adjusts his insulin dosages if necessary based on a sliding scale. The patient was unable to provide his sliding scale regimen, but stated that if he got a reading at 110-120's mg/dl, he would not take any insulin. In the last few days prior to contacting lifescan on original date, he reportedly had some "shakes" and obtained meter readings that were no higher than "112 mg/dl". When the patient felt shaky, the patient had some "sugar" and felt better, but did not retest after the symptoms were gone. He felt that his meter was reading inaccurately high since he expected his blood glucose to be "60-70mg/dl" when he is shaky. Fifteen minutes prior to contacting lifescan, the patient got a "122 mg/dl" result that was obtained on the same day at 6:29 am. At the time of the test, the patient stated that he was feeling shaky, had some juice, and felt better. Over the phone with the customer care advocate (cca), the patient retested on his meter and got back-to-back meter readings of "276 and 162 mg/dl." The cca verified that the meter was correctly set to "mg/dl," an approved sample source (finger) was used, and the correct testing/cleaning techniques were used. The cca discovered that some of the test strips were stored improperly in a plastic bag; however, the patient informed the mas that the reported "122, 276, and 162 mg/dl" meter readings were obtained from test strips that were properly stored in a bottle. This complaint is being reported because the reported meter results do not seem to correlate with the patient's symptoms. In addition, the reported meter results exceed lifescan's precision criteria. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.